Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 106 ventricular tachycardia non sustained (vtns) episodes with evidence of lead noise. Right ventricular (rv) lead pacing impedance is within range. Analysis of the device memory also indicated the right ventricular lead integrity alert. The rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non sustained tachycardia (nst) episodes. Concomitant medical products: 419478 lead, 407652 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with elevated sensing integrity counter (sic) and noise. The lead was programmed off. It was discovered by x-ray that the lead pin was not all the way in. The physician decided to cap and replace the lead with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was fractured. The rv lead was partially capped, as the superior vena cava (svc) coil remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.